Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was not working prior to a vitreoretinal procedure. An alternate system was used to initiate and complete the procedure.

Manufacturer narrative:
The customer reported that the laser was not working for the system. The company service representative examined the system and was able to confirm that system message - [laser controller 12 volt power error. Laser functions will be disabled] was in the event log. The company service representative replicated the reported event of the laser not working by tracing the problem to the breakout interface printed circuit board (pcb). The pcb was replaced. The system was then tested and met all product specifications. The system was manufactured on march 23, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The breakout interface printed circuit board (pcb) was received and a visual assessment of the returned sample found a damaged l1 component. The root cause of the reported event can be attributed to a damaged l1 component in the breakout interface printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).